Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's family that this patient had low blood pressure and that the dual chamber pacemaker was not the correct device for him. It was provided that in (B)(6) 2012, after returning home, the patient blacked out and fell on the floor. The right ventricular (rv) lead was not working. The family alleged that something was not done appropriately in (B)(6), where the device was implanted, and that the patient was fortunate to have made it home to (B)(6). No additional details to this event were provided by the family, and not information was received from the field. The family provided that the patient died in (B)(6) 2014. There were no allegations that the pacemaker system caused or contributed to the patient's death. No products have been returned to boston scientific. Further information was requested from the field representatives. Additional information was provided from the implanting physician's clinic that the patient was last seen there in (B)(6) 2012. The physician's letter from that appointment noted that the right ventricular (rv) lead threshold had risen after implant and, therefore, this follow-up appointment was scheduled to re-evaluate. Upon re-examination, the lead threshold was stable and normal device function noted. Reportedly the patient was feeling well with no recurrent symptoms of light-headedness, dizziness, or near syncope like prior to the device implant. It was indicated that no revision procedure was indicated at that time as the lead threshold had stabilized. The patient's medical history was provided. The plan was that the patient was going to return to his home state and follow-up with his cardiologist there. The field representative, in the patient's home area, was unable to obtain any further information related to this patient or the event that was reported by the family.